Event description:
The pt was implanted with a left ventricular assist device. Approximately 2 years post-implant, the vad coordinator reported that the pt was readmitted to the hospital due to red heart alarms. An echo revealed low flow through the pump. A decision was made to exchange the pump due to suspected thrombus; however, once the chest was opened, the pump was observed to be positioned against the lateral wall preventing flow through the device. The surgeon elected to continue with the pump exchange.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.